Event description:
On 19-jan-2024, a patient spontaneously reported via email a potential ulthera adverse event. The patient stated: "I had my first ultherapy treatment in (B)(6) on 31-may-2023 during my trip, and the side effects have occurred until now. And, I just realized the side effects are unnormal since one of my friends told me the last couple of weeks. I tried to contact the clinic which did the treatment on me, but the only solution they gave me so far was to take a flight to seoul. I did 600 lines on my face as the attached picture shows, the side effects are swelling and the face looks like just did a filler. So, I am wondering does the ultherapy occurs in the edema or colleges under my skin. Or even burns/scars? Is there any possible way to check what exactly happened inside my face? I tried to check with my pcp, dermatologist, and medi spa in (B)(6), but no one could give me a result so far. In a separate email to merz korea, the patient stated¿¿had side effects (swelling and burns maybe, touched as tissue inside of the face) after the treatment until now." On (B)(6) 2024, the patient sent a follow-up email stating ¿I visited doctors (as I mentioned: medi spa, dermatologist, plastic surgery doctors, and pcp) this month after realizing the effects were abnormal and still could not exactly know what's the tissue under my face. The clinic does not officially offer me more information about the treatment and the machine for no reason which makes me much more confused and concerned about my face problem.¿ on 29-jan-2024, the patient stated via email ¿however, the clinic where I did my treatment they just noticed me the physician resigned and did not give me any professional advice except to let me fly back to seoul." The original merz assessment based on the information provided: no precise information was given on treatment site and date as well as event onset date so that a local and temporal relationship can only be assumed. The event application site burn is unexpected based on the current valid korean instructions for use (IFU) leaflet of ulthera system. The reported swelling is considered to be a symptom of the burn and the reported tissue inside of the face is considered to be included in the burn. However, this is a consumer case and medical confirmation, further event details or a diagnosis is pending. Nevertheless, a contributory role of the treatment with ulthera system cannot be excluded with certainty. Causality is assessed as possibly related to the treatment with ulthera system based on assumed temporal and assumed local relationship. On 04-jun-2024, the merz korea affiliate provided an email with additional information, stating: "the patient have been diagnosed with adrenal adenoma (cushing syndrome), and she had a successful surgery in (B)(6). The moon face is quite relief after the surgery." On 12-jun-2024, the merz korea affiliate provided an email with additional information, stating: "the moon face was due to her ultherapy treatment, which means it accelerated the symptoms. She guess that she had cushing before the ultherapy treatment." On 26-jun-2024, the merz korea affiliate provided additional information via email, stating that the above information was provided by the patient. The patient guesses she had cushing's before the ultherapy treatment. A follow-up response was received on 26-jun-2024 by the merz korea affiliate stating the patient is foreign (non-korean), and she went back to her country. The patient did not state what country she was from. Therefore, it was not possible to get into contact with the treating practice. No medical confirmation of the alleged issues from a medical provider was obtained. Merz causality re-assessment of additional information received on 04-jun-2024, 12-jun-2024, and 26-jun-2024: the events cushing's syndrome and condition aggravated were added. No precise information was provided on the event onset date of the added events so a temporal relationship can only be assumed. Cushing's syndrome and condition aggravated are unexpected based on the current valid korean instructions for use (IFU) leaflet of ulthera system. Cushing's syndrome is a collection of signs and symptoms due to prolonged exposure to glucocorticoids such as cortisol. The reported moon face is considered to be a symptom of the cushing's syndrome. However, this is still a consumer case and medical confirmation, further event details or a diagnosis is pending.

Manufacturer narrative:
As the patient is foreign (non-korean), the merz korea affiliate stated the practice could not be contacted for additional information. The merz/ulthera devices used during treatment are unknown, and no devices were returned for evaluation. As the merz devices used during this alleged treatment are unknown, a review of service history records and device history records could not be performed. Additionally, no device support logs were provided for evaluation. The patient investigation found that there are not enough details to confirm whether a merz/ulthera device malfunctioned. It is unconfirmed whether a merz/ulthera device caused or contributed to the event. The report was deemed serious following discussion with the merz product safety team as a contributory role of the treatment with ulthera system cannot be excluded with certainty. Causality for the previously assessed event remains unchanged as possibly related to the treatment with ulthera system. Causality for the added events is assessed as possibly related to the treatment with ulthera system based on assumed temporal relationship. This case was upgraded to serious due to surgical intervention. No additional investigation or corrective actions are warranted for this report. Furthermore, this report is not subject to any current field corrective action (fca). Ulthera will monitor complaint data according to current statistical trend analysis procedures. Any statistically valid signals or trends will be escalated to mrb via issue review for CAPA consideration. No additional information is available at this time. When additional information is received, a supplemental medwatch will be submitted.